Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 2017 adverse reaction to foreign bodies. As reported in medwatch mw5101277, which included the revision of a stryker hip in 2013: "the histological examination confirmed adverse reaction to foreign bodies, including in mammary cysts (2017)..." Update as per received medwatch mw5101330: "[...] The histological examination confirmed adverse reaction to foreign bodies, including in mammary cysts (2017). Atrophy of iliopsoas. [...]"